Event description:
It was reported that this patient with an artificial urinary sphincter (aus) experienced recurring incontinence and the pressure regulating balloon (prb) had migrated. A surgical procedure was performed during which the prb was explanted and replaced with a higher pressure prb. Per the physician the device did not contribute to the incontinence. There were no further patient complications reported.

Manufacturer narrative:
Model number/catalog number: 72404130. Serial number: n/a. Batch/lot number: 1100810199. Model/catalog description: belt cuff fgs 4.0 cm iz. Unique identifier (UDI) #: (B)(4). Model number/catalog number: 72404127. Serial number: n/a. Batch/lot number: 1100799771. Model/catalog description: control pump fgs iz. Unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Migration and incontinence are acknowledged within the instructions for use (IFU) and is not related to off label use or failure to follow instructions. Based on the information available, the cause that contributed to the reported event cannot be established; therefore, a conclusion code of cause not established was assigned to this investigation.